Event description:
Event description cpi received information that during an implant procedure of this bipolar lead, the lead lost capture. The physician had difficulty with the placement of this lead, it would not fixate to the atrium. The lead was explanted. No additional information is available.